Event description:
Caller reported a tandem mobi cartridge alarm during the load process, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Despite attempts to resolve the issue by delivering a bolus, the alarm recurred, prompting tandem technical support to replace the pump and original cartridge. The customer was guided to use multiple daily injections as a backup therapy and was instructed on returning the problematic pump to tandem. A replacement pump was sent to the caller.